Event description:
The femoral closure device was used; however, the patient had moderate oozing. Another closure device was used and issue resolved. Patient was discharged home in stable condition. The device usage problem was also described as "describe malfunction - that is the device did not do what it was supposed to do". This was an unknown procedure. Hemostasis was achieved with "another closure device" the patient was discharged home in stable condition.